Event description:
It was reported that during the unk surgery, before used on the patient, noted the seal was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2024. D4: batch # 838a06/828c05. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with no reload present. However, no packaging was received. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as no package was received and the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device lot/batch number 838a06/828c05, and no non-conformances were identified.